Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. There was a check syringe plunger sensor in the history. The power up process was performed to test the device. The flippers were touching the top of the ear clip when plunger assembly was pushed all the way in. The operator replaced the left plunger case, performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that medfusion 3500 pump displayed an error to check the syringe plunger sensor. There were no adverse events reported.